Event description:
Implant failed due to a loss of osseointegration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Voluntary report number: mw5163056.